Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported patient was found unresponsive, cyanotic and pale by his wife. When ambulance arrived, patient was pulseless, apneic and cyanotic, and in pea (pulseless electrical activity). Patient was intubated and en route to hospital, "they shocked 3 times for possible defibrillation." Patient did not respond to resuscitation efforts and died. Cause of death reported to be cardiac dysrhythmia, coronary artery disease, along with hypertension, cardiomyopathy, myocardial infarction, and tobacco use. There is no allegation from a health care professional that the death was device related. Per the emergency room report, physician reported diagnostic impression of cardiac arrest likely secondary to acute myocardial infarction.